Manufacturer narrative:
(B)(4). Evaluation summary: a photo was received for evaluation. Upon visual inspection boxes of product code v371, lot # phbbjhr0 with a legend of "not for human use" could be observed. The manufacturing record evaluation was performed and identified a nonconformance related to this issue. The necessary actions have been taken and documented in the appropriate quality system. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Events were submitted via: 2210968-2020-04826, 2210968-2020-04827, 2210968-2020-04828, 2210968-2020-04829, 2210968-2020-04830, 2210968-2020-04832, 2210968-2020-04834. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported that upon delivery the customer saw that on the box was noted "not for human use." However the correct item number was stated on the package. There was no patient involvement reported.